Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. External insulation abrasion was noted at 56.8-57.0cm from the connector pin, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 28.3-28.5cm from the connector pin. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.